Event description:
Caller reported erratic blood glucose readings on free style meter. Meter tested 400 1st test and 240 on the second. Comparison was made to another brand meter that provided reading of 40. Symptoms of pt were consistent with those normally exhibited with low blood sugar. Insulin was not administered.